Event description:
It was reported that during a stage 2 neurostimulator implant procedure, the physician noticed that the set screw connector block was loose inside the extension to lead connector. The physician was not comfortable using the extension. A new extension was open and used successfully.

Manufacturer narrative:
Extension model 37085, serial# (B)(4), (B)(4).